Event description:
It was further reported that the balloon was removed intact.

Event description:
It was further reported that the balloon was removed intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The unspecified lesion was calcified and the 2.0 x 15mm apex monorail balloon catheter was being used to treat the lesion when it ruptured at 6atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
A visual examination of the returned device found that the hypotube was severely kinked at various locations along its length. An examination of balloon found no tears. Several attempts to inflate the balloon failed. The device was immersed in warm water and additional attempts to inflate liquid into the balloon failed. An examination of the proximal and distal markerbands found no issues. There were traces of solidified blood between balloon folds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).